Event description:
It was reported that during attempted insertion of the iab, it became caught in the introducer sheath because the balloon began unwrapping. The iab was removed with no pt complications.